Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "cassette not attached properly" problem was duplicated. The defective dso sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro:1233400. It was reported that the pump had a failed battery.